Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen calibration was off, the display was found to be the issue. The programmer will be scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen could not be calibrated. It was noted that the programmer screen calibration was o ff, even after running the calibration software. After performing the calibration, the user needed to drag the cursor and tap the screen to select what was required. The programmer was returned for service. There was no patient involvement.